Event description:
A health care professional (hcp) from a clinical study reported the patient had severe dystonic spasms exacerbation. Interventions included reprogramming and optimizing the deep brain stimulator (dbs) settings on the implantable neurostimulator (ins) on (B)(6) 2016. While the patient was in post-operative recovery after the dbs inss were placed, they had severe neck spasms with a choking feeling. The date of test was (B)(6) 2016. The event resulted in the patient being admitted overnight toin-patient hospitalization for observation. Etiology included it was related to the implant procedure surgery/anesthesia. They recovered without sequelae on (B)(6) 2016. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.